Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging segments were missing on her lfs meter. She did not seek medical attention or call her md for advice. This case is being reported as a malfunction, since ccr was unable to resolve the issue and sent the patient a replacement meter.